Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of the insulin amount.

Event description:
Reporter stated there's a small blue spot on the infusion device display. The spot is becoming larger and could cause misinterpretation of the insulin delivery amounts. The infusion device was not dropped. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).